Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn (B)(6)) on the customer site. The reported complaint that the thermogard console displayed an unknown error message was confirmed in the system's event log data and during functional testing. The system's event log data revealed multiple mid:14 (bg power supply) followed by mid:16 (software_ID_mshutdown) errors around the customer's reported event date. Functional testing could not proceed due to the temperature probe cable housing being broken off in the console's t1 input socket. The user also performed a quick power off/on to reset the system, but quickly powering off/on the thermogard console does not give the system's software enough time to reset. As a result, the system displayed mid:14 (bg power supply) followed by mid:16 (software_ID_mshutdown) error messages. The stuck temperature cable housing was removed from the t1 input to resolve the issue. Further review of the system's event log data showed that the console displayed a "temp probe t1" alarm during the run, and a "temp probe disconnected during standby" alert. Both occurred during the treatment, confirming the customer's reported complaint. These errors most likely occurred when the temperature probe in the t1 input became broken. Following service, the thermogard console passed all testing criteria, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed an error message during ivtm therapy. The customer did not recall the error code and used another thermogard xp ivtm system to continue treatment with minimal interruption. No consequences or impacts on the patient.